Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of a premature ventricular contraction (pvc). Subsequently an atrial pace was delivered followed by an inappropriate ventricular pace. Programming enhancements were performed. This device remains in service. No adverse patient effects were reported.